Event description:
Impedances > 4000 ohms was reported on all or some of the bipolar pairs. The MFR recommended increasing default test values and re-running the test; also recommended running group impedances. Open circuits and reprogramming were discussed with the reporter. The pt was having x-rays performed. The 0 contact was not used for programming. Refer to medwatch report #6000153-2008-01980.